Event description:
Pt (B)(6) was a sexual/injection drug contact to a pt recently diagnosed with acute (B)(6)infection. Pt (B)(6) was tested via fingerstick whole blood for (B)(6) infection using the alere determine hiv 1/2 ag/ab test. Pt (B)(6) test result was (B)(6). At the same time, a serum sample was collected and submitted to a local lab for hiv ag/ab combo testing (4th generation) and hiv-1 rna nucleic acid amplification testing. The lab result on the hiv combo test was repeatedly (B)(6), and the hiv-1 rna nat test was (B)(6). Time from last exposure to date of specimen collection uncertain, but estimate is 18 days.